Manufacturer narrative:
No product was returned for evaluation. Log review was unable to be completed for the reported event date, as no device data is available. Multiple attempts to retrieve device data have been unsuccessful, and case notes show that the user does not have the ilet mobile app set up and is therefore unable to sync their ilet data. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, it is likely that the user's coexisting conditions of end-stage renal disease and gastroparesis contributed to this hypoglycemic event.

Event description:
On (B)(6) 2024 a beta bionics clinical support specialist (css) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user, who is on dialysis and has gastroparesis, has been experiencing fluctuating blood glucose levels since starting the ilet system. On (B)(6) 2024, the user's bg dropped to 39 mg/dl, prompting their wife to call 911. The user reported feeling fine and just needing a sandwich but was treated with glucagon and intravenous fluids (ivf) by the ems team. The user has been experiencing hypoglycemia nightly between 1-3 am, typically treating with a peanut butter and jelly sandwich and apple juice. However, they were advised to start with 10 grams of carbs and to use faster-acting glucose sources like glucose tablets or juice. A follow-up call revealed that the user is still waiting for assistance setting up their ilet app and reviewing their time in range (tir) data. They also reported challenges with meal announcements due to their medical conditions.